Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device component and perforation of the ivc. This information was received from various sources. All the nine malfunctions were involved patients with no reported consequence. Of the nine reported patients, five female patients ages were ranged from 33 to 72 years old and three male patients ages were ranged from 25 to 76 years old. Three male patients weights were ranged from 185 to 230 pounds and two female patients weight range from 212 to 252 pounds. The remaining patients age, gender and weight were unknown.

Manufacturer narrative:
Of the 11 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-01368 and emdr 2020394-2020-04194. The lot number was provided for 7 out of 9 reported malfunctions, therefore, a lot history reviews were performed. The devices were not returned; however, medical records were provided and reviewed for eight malfunctions. Images were provided and reviewed for three malfunctions. The product catalog number for two malfunctions were updated to rf320j and rf400f. Out of nine malfunctions, two malfunctions were confirmed for the alleged filter perforation and limb detachment. Medical record was not provided for one malfunction, therefore, the investigation is inconclusive for filter perforation and limb detachment. Two malfunctions were confirmed for filter perforation; however, inconclusive for limb detachment. The investigation for one malfunction is confirmed for filter limb detachment but inconclusive for perforation. Perforation, limb detachment, tilt and material deformation were confirmed for one of the nine malfunctions. The investigation for one malfunction is confirmed for filter tilt, perforation and material deformation but inconclusive for limb detachment and retrieval difficulties. The remaining malfunction were confirmed for confirmed for filter perforation and limb detachment but inconclusive for filter migration. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use. Corporate lot number: gftb3610, gfti2070, gfsg3589, unknown, gfsc1051), g3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 11 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-01368 and emdr 1652306. H10: the lot number was provided and a lot history review was performed for four of the malfunctions; the lot number was not provided for the remaining malfunctions. Of the remaining nine malfunctions, the devices were not returned; however, medical records were provided for two of the malfunctions. For one of the malfunctions that provided medical records, perforation and detachment were confirmed. For the other malfunction that provided medical records, perforation was confirmed, however detachment was inconclusive. For the remaining 7 malfunctions, medical records were not provided for review, therefore the investigations are inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gftb3610, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device component and perforation of the ivc. This information was received from various sources. The nine malfunctions all involved patients with no reported consequence. Two of the malfunctions had their ages reported; the two patients ranged from 25-33 years of age. One patient was reported as male and one patient as female. One patient¿s weight was reported as 230 lbs. All other patient information has not been provided.

Event description:
This report summarized nine malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and detachment. These informations were received from various sources. All nine malfunctions involved patient with no patient consequences. Of the nine patients, five were female and four were male, all nine patients age ranged between 25-76 years and six patient weighs in the range between 171-252 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-01368 and emdr 2020394-2020-04194. H10: of the reported nine malfunctions, lot numbers were provided for eight malfunctions and the lot history review were performed. The product catalog number for two malfunctions were updated to rf320j and rf400f. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all nine malfunctions and images were provided for three malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported perforation and detachment, for two malfunctions the investigation is confirmed for perforation and inconclusive for detachment, for one malfunction the investigation is confirmed for detachment and inconclusive for perforation, for one malfunction the investigation is confirmed for perforation and detachment, additionally it was determined to have and confirmed for filter tilt and material deformation, for one malfunctions the investigation is confirmed for perforation and inconclusive for detachment, additionally it was determined to have and confirmed for filter tilt and material deformation and inconclusive for difficult to remove and for remaining for one malfunction the investigation is confirmed for the reported perforation and detachment, additionally it was determined to have and inconclusive for migration. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gftb3610, gfti2070, gfsg3589, gfsc1051, gfpi1759, unknown), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 11 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdr 2020394-2019-01368 and emdr 2020394-2020-04194. The lot number was provided and a lot of history review was performed for six of the malfunctions; the lot number was not provided for the remaining malfunctions. The devices were not returned; however, medical records were provided for seven of the malfunctions. The investigations for two of the malfunctions are confirmed for perforation and detachment. The investigations for two of the malfunctions are confirmed for perforation and inconclusive for detachment. The investigation for one of the malfunctions is confirmed for tilt, perforation, and material deformation and inconclusive for detachment and retrieval difficulties. For two malfunctions medical records were not provided for review; therefore, the investigations are inconclusive as no objective evidence was provided for review. The investigations for remaining two malfunctions are still in progress. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device component and perforation of the ivc. This information was received from various sources. The nine malfunctions all involved patients with no reported consequence. Seven of the malfunctions had their ages reported; ranging from 25-76 years of age. Three patients were reported as male and four patients as female. Four patient weights range from 185 lbs to 252 lbs. All other patient information has not been provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-01368. The lot number was provided and a lot history review was performed for 3 of the malfunctions; the lot number was not provided for the remaining malfunctions. Of the ten malfunctions, the devices were not returned; however, medical records were provided for two of the malfunctions. The two malfunctions that had medical records reviewed are confirmed for detachment of device component and perforation of the ibv. The remaining eight malfunctions are inconclusive detachment of device component and perforation of the ibv. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device component and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequence. Two of the malfunctions had their ages reported; the two patients ranged from 25 months-30 years of age. Two of the ten malfunctions reported that patients¿ sex as male. One patient¿s weight was reported as 230 lbs.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device component and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequence. Two of the malfunctions had their ages reported; the two patients ranged from 25-33 years of age. Two patients were reported as male and one patient as female. One patient¿s weight was reported as 230 lbs. All other patient information has not been provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-01368. The lot number was provided and a lot history review was performed for four of the malfunctions; the lot number was not provided for the remaining malfunctions. Of the ten malfunctions, the devices were not returned; however, medical records were provided for three of the malfunctions. Two of the three malfunctions that had medical records reviewed are confirmed for detachment of device component and perforation of the ivc; the remaining malfunction with medical records provided is confirmed for perforation of the ivc but is inconclusive for detachment. The remaining eight malfunctions are inconclusive for detachment of device component and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the eleven reported events, the samples were not returned to the manufacturer for inspection/evaluation. For the eleven reported events, the nine lot numbers for the devices were not provided, manufacturing reviews could not be performed. Three of the eleven events provided lot numbers and manufacturing reviews will be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Lot #: gfrf3705.

Event description:
This report summarizes eleven malfunction events. A review of the events indicated that model rf310f vena cava filter allegedly detached and perforating. These reports were received from various sources. Of the eleven events, involved patients with no reported patient injury. Of the eleven events three patients' age ranged from (B)(6) and two patient's weight ranged from (B)(6). All other patient age and weight were not provided. Two patient's were male and one was female. All other patient gender were not provided.